Event description:
This procedure was performed in (B)(6). The protege everflex stent was taken through an 8f 90cm sheath for transverse sinus vein stenting over an 0.35 stiff wire. The stent started to deploy inside the sheath before reaching the intended landing zone. The physician attempted to retrieve the stent, but it was stuck inside of the sheath. The entire system was removed and the procedure was completed with an everflex 8x40 stent, and a protege gps 9x40 stent. Additional information was received, including images of the stent on july 28, 2015. It was noted that 10-15 mm of the stent had been deployed in the sheath.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the protege everflex self-expanding peripheral stent system was received for evaluation. The protege everflex stent delivery system, (sds), was received sealed in a biohazard bag, and loose within a plastic pouch. No ancillary devices or cine images from the procedure were received for evaluation. Fluid was note in the stopcock tube, a kink just distal of the printed strain relief was noted, and the stent is exposed and flowered. The kink may have formed post procedure given how the sds was packaged for return. The deployment paddles are approximately 80mm distant from each other, (74.0mm to 82.0mm). The stainless steel hypotube has a slight bend to it. The safety locking pin is tight. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a steady stream of clear fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.035in guidewire was loaded through the distal tip of the sds and would only advance to the area of the kink at the distal tip of the printed strain relief. The 0.035in guidewire was loaded through the proximal hub luer lock and would only advance to the area of the kink at the distal tip of the printed strain relief. The 0.035in guidewire was loaded into the sds through the distal tip and advancement stopped at the kink at the distal tip of the printed strain relief. The guidewire loaded sds was loaded into a deployment apparatus and deployed at maximum force of 1.88lbs, (equal to or less than 3.0lbs). The distal assembly was examined no abnormality or deformity was noted. The distal assembly was severed just proximal to the retainer to allow examination of the stainless steel hypotube. Five witness marks were noted on the stainless steel hypotube where the safety locking pin engaged with hypotube: at approximately 25mm, 26mm, 27mm, 28mm and 31mm proximal of the distal tip of the stainless steely hypotube, three photographic images were included with the product complaint form. The images show the distal tip loaded on a guidewire extended beyond the distal end of an introducer sheath. The distal ends of the protege everflex stent radiopaque markers are exposed but do not appear to be flowered in image one. In image two the distal tip of the protege everflex has been advanced more distally out of the sheath and the stent is in the early stage of deploying. In image three the distal tip of the protege everflex has been advanced more distally out of the sheath and approximately 1.5 cells of the stent is deployed.

Manufacturer narrative:
A review of the manufacture records did not reveal any discrepancies relevant to the reported event. Additional information has been requested, including the return of the device. Should it become available a supplemental report will be submitted. (B)(4).